Event description:
It was reported that a patient presented to the hospital for unrelated problem. The pacemaker (pm) was unable to be interrogated. The physician elected to explant and replace the pm. The patient was stable before, during, and after the procedure.